Manufacturer narrative:
Product event summary: the balloon catheter 2af284 with lot number 69607 was returned and analyzed. Visual inspection of the catheter showed the device push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed the performance test; electrical integrity and impedance were also within specification. In conclusion the reported broken luer was confirmed through testing. The balloon catheter failed the returned product inspection due to the broken luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter luer broke off. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.